Event description:
The customer reported the system displayed images that were uninterpretable. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor has been ordered. No additional service details are available.